Manufacturer narrative:
Lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly and that the quality of the lens is not at fault. The investigation revealed that the jagged break on one haptic appeared to be a tear, while me smooth break on the other haptic is most likely a snap; lenstec is unable to determine a specific cause for this damage. Lenstec however advises the user to consult the instructions for use (IFU) supplied with the lens which illustrates the correct method for loading and injecting the lens. Furthermore, we are unable to comment on the suitability of the instruments used by the surgeon with the lens as this information was not provided.

Event description:
Lenstec received an email stating that "inserted into eye. Noted haptic was broke completely off. Removed. Inserted another hdo lens. No patient injury or surgical intervention required."